Manufacturer narrative:
The device was not returned for evaluation and no imagery was received for review. The reported events were unable to be confirmed as no applicable imagery was returned for evaluation. However, no manufacturing nonconformance was identified during the evaluation. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals also revealed no deficiencies. As reported, the initial 20mm sapien 3 ultra valve and commander delivery system unable to advance across the surgical valve in place. Team decided to remove the valve and delivery system as a unit. Additionally, follow up response indicated that the perceived root cause was due to calcification in the pre-existing surgical valve. Per the training manual, heavy calcification is one of the potential factors that can lead to crossing difficulty. It is possible that the delivery system and/or the crimped valve interacted or caught on the calcium nodules present in the pre-existing surgical valve during crossing, resulting in the reported event. As the second delivery system and valve was able to pass through the surgical valve after a bav was performed, this further support that calcified surgical valve impeded the delivery system and valve to pass during first attempt. As such, available information suggests that patient factors (calcification) likely contributed to the reported event. As reported, during the removal, the 20 mm valve came off of the delivery system during removal and the valve remained in the femoral artery. It is thought the valve was caught on the edge of the initial sheath and as they pulled the delivery system out, the valve pulled off from the balloon on the ds.although the condition of the access vessel was unknown, vasculature tortuosity (if any) can create non-coaxial withdrawal angles. It is possible that during device removal, the crimped valve could have interacted and caught at the distal tip of the sheath and led to the withdrawal difficulty as reported. In such condition, further device manipulation (e.g., pushed/pulled) to counter the withdrawal difficulty could have resulted in the valve dislodging from the balloon and left inside the patient. Based on the available information, patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal (crimped valve), excessive manipulation) may have contributed to the complaint event. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, the first 20mm sapien 3 ultra valve and commander delivery system were unable to advance across the surgical valve in place. Team decided to remove the valve and delivery system as a unit. During the removal, the valve came off of the delivery system during removal and the valve remained in the femoral artery. No harm was caused to vessel or the patient as this happened. Multiple dilators were advanced through the valve that remained in the vessel to dilate the valve. Once the valve was dilated they advanced a new 14 fr sheath through the valve in the femoral vessel. The team did a bav in the surgical valve and then advanced a second valve through the sheath and delivered it successfully in the surgical valve. Vascular surgery was consulted and the patient was transferred to the or to remove the sheath and valve in the right femoral artery under controlled environment. The valve was successfully removed, vessel closed. The patient was in good stable condition.